Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 151 mg/dl and the sensor glucose was 66 mg/dl. Insulin delivery was suspended due to sensor values. The difference between the blood glucose value and the sensor glucose value was 85 mg/dl. Sensor value that triggered the suspend event was 66. Suspend on low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened or used.